Event description:
It was reported by repair work order that the zoom drive was intermittent due to worn batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.